Event description:
During routine testing of the device at the service center, the service tech reported, the cable guide was broken. The monitor was originally returned for repair due to the battery not accepting a charge when the broken cable guide was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.